Event description:
Customer's mother called in because she wanted the insulin pump replaced due the device alarming no delivery of three weeks. Customer's blood glucose was 150 mg/dl. Customer's mother declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.